Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the mis called received from nurse during patient use on 09nov2023. During the first call nurse stated that they have a patient in normothermia on the device. Nurse stated the arctic sun device was accidentally unplugged. When they turned the device back on, it alarmed reservoir empty. Nurse stated they tried filling the device, but it was not taking up any water. Informed nurse whenever the device loses power without the pads being emptied, it will alarm that the reservoir is empty when turned back on. The pads should be emptied and disconnected prior to ever filling the reservoir. Had nurse replaced the fill tube and empty the pads. Tried starting therapy but device alarming reservoir below the minimum level for therapy. Had nurse detach the pads and place fill tube in bottle of sterile water. Nurse selected fill reservoir but device not taking up any water and seemed to be overflowing the bottle of sterile water. Nurse stated they have another device they could swap to. Informed nurse to send this device to biomed to evaluate in the meantime. Nurse will call back if they have any issues with continuing therapy on the new device. During the second call nurse called back, stated they tried swapping to their other device, but they were unable to get a flow rate and was concerned it might be a pump issue. Nurse had original device, s/n (B)(6), connected back but it was still alarming reservoir empty. Had nurse disconnect pads. Confirmed fill tube placement was connected to the correct port. Had nurse select fill reservoir and then remove fluid delivery line. Nurse noted they did not feel very much suction. Informed nurse this device might have a bad circulation pump and there was no further troubleshooting they can do. Suggested they attempt to troubleshoot on the other device to see if we can get a flow rate. Nurse stated they was unable to continue troubleshooting at this moment, they needed to take care of patient. Recommended they have biomed look at the other device, and they could try troubleshooting with them. Nurse would call their biomed department to come troubleshoot. During third call biomed trying to fill device, but its not taking water. Transferred to tech support. Tech support to biomed 09nov2023 and they stated that the device was unplugged by mistake when he powered on the device it gave the alarm 05. It stated that they were not sure if someone emptied and filled the device. They were instructed to drain the device and fill using the cleaning solution.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The DHR is not required as this is not an out-of-box failure. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the mis called received from nurse during patient use on (B)(6) 2023. During the first call nurse stated that they have a patient in normothermia on the device. Nurse stated the arctic sun device was accidentally unplugged. When they turned the device back on, it alarmed reservoir empty. Nurse stated they tried filling the device, but it was not taking up any water. Informed nurse whenever the device loses power without the pads being emptied, it will alarm that the reservoir is empty when turned back on. The pads should be emptied and disconnected prior to ever filling the reservoir. Had nurse replaced the fill tube and empty the pads. Tried starting therapy but device alarming reservoir below the minimum level for therapy. Had nurse detach the pads and place fill tube in bottle of sterile water. Nurse selected fill reservoir but device not taking up any water and seemed to be overflowing the bottle of sterile water. Nurse stated they have another device they could swap to. Informed nurse to send this device to biomed to evaluate in the meantime. Nurse will call back if they have any issues with continuing therapy on the new device. During the second call nurse called back, stated they tried swapping to their other device, but they were unable to get a flow rate and was concerned it might be a pump issue. Nurse had original device, s/n: (B)(6), connected back but it was still alarming reservoir empty. Had nurse disconnect pads. Confirmed fill tube placement was connected to the correct port. Had nurse select fill reservoir and then remove fluid delivery line. Nurse noted they did not feel very much suction. Informed nurse this device might have a bad circulation pump and there was no further troubleshooting they can do. Suggested they attempt to troubleshoot on the other device to see if we can get a flow rate. Nurse stated they was unable to continue troubleshooting at this moment, they needed to take care of patient. Recommended they have biomed look at the other device, and they could try troubleshooting with them. Nurse would call their biomed department to come troubleshoot. During third call biomed trying to fill device, but its not taking water. Transferred to tech support. Tech support to biomed on (B)(6) 2023 and they stated that the device was unplugged by mistake when he powered on the device it gave the alarm 05. It stated that they were not sure if someone emptied and filled the device. They were instructed to drain the device and fill using the cleaning solution.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mis called received from nurse during patient use on (B)(6) 2023. During the first called nurse stated that they have a patient in normothermia on the device. Nurse stated the arctic sun device was accidentally unplugged. When they turned the device back on, it alarmed reservoir empty. Nurse stated they tried filling the device, but it was not taking up any water. Informed nurse whenever the device loses power without the pads being emptied, it will alarm that the reservoir is empty when turned back on. The pads should be emptied and disconnected prior to ever filling the reservoir. Had nurse replaced the fill tube and empty the pads. Tried starting therapy but device alarming reservoir below the minimum level for therapy. Had nurse detach the pads and place fill tube in bottle of sterile water. Nurse selected fill reservoir but device not taking up any water and seemed to be overflowing the bottle of sterile water. Nurse stated they have another device they could swap to. Informed nurse to send this device to biomed to evaluate in the meantime. Nurse will call back if they have any issues with continuing therapy on the new device. During the second call nurse called back, stated they tried swapping to their other device, but they were unable to get a flow rate and was concerned it might be a pump issue. Nurse had original device, s/n (B)(6), connected back but it was still alarming reservoir empty. Had nurse disconnect pads. Confirmed fill tube placement was connected to the correct port. Had nurse select fill reservoir and then remove fluid delivery line. Nurse noted they did not feel very much suction. Informed nurse this device might have a bad circulation pump and there was no further troubleshooting they can do. Suggested they attempt to troubleshoot on the other device to see if we can get a flow rate. Nurse stated they was unable to continue troubleshooting at this moment, they needed to take care of patient. Recommended they have biomed look at the other device, and they could try troubleshooting with them. Nurse would call their biomed department to come troubleshoot. During third call biomed trying to fill device, but its not taking water. Transferred to tech support. Tech support to biomed 09nov2023 and they stated that the device was unplugged by mistake when he powered on the device it gave the alarm 05. It stated that they were not sure if someone emptied and filled the device. They were instructed to drain the device and fill using the cleaning solution.